Manufacturer narrative:
CAPA 24-005 since the device is unavailable for analysis and the device is fabricated per physician's prescription (rx) only, the root cause of the event is undeterminable. The device complaint or problem cannot be confirmed. It is unknown if any modifications were performed on the device by the provider or patient. The precautions in the instructions for use (IFU-012556_5) state "regular dental follow-ups are recommended to review any side effects, and to avoid device breakage, [?]" Additional information was requested from the reporter regarding the event, should additional information be received relevant to the complaint a supplemental report will be filed. Manufactures internal reference number: (B)(4). Related to MDR # 3011649314-2024-00490 / (B)(4) for the 1st remake.

Event description:
The complaint was received via a sleep appliance remake report. It was reported that this remake was due to the appliance breaking again. No further information was reported. The date of event is unknown.

Manufacturer narrative:
DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Ock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description refer to CAPA 24-007 and hhe 2024-001 for the root cause.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Ock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: refer to CAPA 24-007 and hhe 2024-001 for the root cause.